Manufacturer narrative:
A supplemental report is being submitted for an update to b5.desc evt problem, h10: additional manufacturer narrative was updated to include system reported products, and h6: evaluation codes: the device problem code for the controller was updated. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial #:(B)(6), UDI #: (B)(4),d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-oct-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-oct-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two more batteries exhibited power switching, and the controller exhibited two unexpected power losses associated with two ventricular assist device (vad) stops. The two batteries were replaced.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. A2 date of birth corrected to (B)(6) 1986. D4: expiration date corrected from (B)(6) 2018 to (B)(6) 2021, serial # corrected from (B)(6) to (B)(6) and unique identifier (UDI) corrected from (B)(4) to (B)(4). E1: city corrected from harefield/middlesex to harefield and region corrected to middlesex (mx). H4 device manufacture date corrected from 14-dec-2017 to 27-feb-2020. H6: device codes corrected from a0705 to a23, a1203, a141204. H10: additional products: d4 expiration date corrected from 2019-10-31 to 31-oct-2019, h4: manufacture date corrected from 02-10-2018 to 02-oct-2018, and h6 img codes corrected from g04035 to g02002 and FDA device codes from a141204, a1203 to a0705. Newly received information indicated that the controller exhibited a no power alarm. Additional products: d4: expiration date: 31-oct-2019/serial #: (B)(6); d9: yes, return date: 04-jun-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 02-oct-2018 h6: img code(s): g02002 h6: FDA device code(s): a0705 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited a no power alarm.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller was not returned for evaluation. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed contamination within the battery connector's locking mechanism. The observed contamination prevented the battery from performing proper mating and locking to the power ports of the test controller. This is an additional finding not related to the reported event. The most likely root cause of the observed contamination within (B)(6) connector locking mechanism can be attributed to the handling of the device. The batteries were able to be recognized and provide power to the test controller. As a result, the reported no power and not recognized by the controller event was not confirmed. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the available data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Log file analysis also revealed two (2) controller power up events on 24-may-2021 at 06:00:49 and on 03-jun-2021 at 05:59:32. The data point before the first loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 81% relative state of charge (rsoc). The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and that (B)(6) was connected to power port two (2). The controller was without power for about 15 seconds. The data point before the second loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) connected to power port two (2) with 47% rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for about 7 seconds. No anomalies were observed leading up to the losses of power. Loss of power to the controller will result in a continuous audible alarm. As a result, the reported premature power switching and loss of power events were confirmed. There is no evidence that the lubrication servicing was performed on the associated power sources. Based on the available information, the most likely root cause of the initial loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. The most likely root cause of the second loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and battery. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Additional products: d4: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: (B)(6) h3: yes h6: img code(s): g0403401, b04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system battery model #: 1650/ catalog #: 1650/ expiration date: 2019-10-31 / serial or lot#: (B)(4) UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 02-10-2018 labeled for single use: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when connected to the controller alone, the battery does not provide power and it not recognized by the controller. It was also reported that controller alarms occurred and the pump stopped when the patient accidentally double disconnected the controller power sources. The controller remains in use and the battery was replaced. No patient complications have been reported as a result of this event.